Manufacturer narrative:
The insulin pump was monitored for 8 hours with multiple basal rates. No blank display or display anomaly noted. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all the operating current test were normal. No unexpected low battery, battery out of limit or off no power alarm noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. No damage was found inside the insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display did not return after troubleshooting. Customer's blood glucose level was 65 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.